Event description:
A report was received that the patient had discomfort and scarring at the pocket site. The patient underwent a revision procedure wherein the ipg was repositioned, and the leads were reconnected. The patient was doing well postoperatively.